Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One titanium hexed screw (uniht) was returned for investigation. Visual inspection of the as returned product identified a damaged hex (image2). However, screw loosening is not a result of damaged hex. The external threads were in good condition. Functional testing with applicable implant has revealed functional screw threads. Pictures or x-ray images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015. Information identified: precautions and potential adverse events. Per the applicable IFU, under section precautions, it is stated that improper technique can lead to implant failure and screw loosening. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complaint reported screw loosening. The reported event is unconfirmed based on the evaluation of the returned screw. A definitive root cause for this complaint could not be determined. The following sections have been updated: d10: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth: unknown.

Event description:
It was reported that the abutment screw loosened in the patient's mouth. A new screw was placed.